Event description:
CT scan of brain. CT scan without contrast. During last two exposures pt felt two simultaneous thumps on both temples and piercing heat starting at top and ending at bottom of face. There was also a wave type light accompanying the procedure. Pt told the technician after the scan and told the radiology manager along with their physician and neurologist who all stated they never heard of it before. The manager stated the machine had just been recalibrated and after all "you are here for your head." The heat continued for 3 days.